Event description:
Caller reported potential false negative hcg results from different pts using the consult diagnostic hcg urine test. Customer provided very little info. No quantitative tests done and ultrasound was positive. Pts are about 8 weeks pregnant. No pt specific info provided. Technique: no timer used, but wall clock or wrist watch. Internal control line evident, background clear. No external controls run.

Manufacturer narrative:
No pt samples were returned for investigation. Product support tested 15 retained devices at low cut-off's and 15 retained devices at high cut-off's with in-house controls. Investigation results for retained testing: control lot: 20miu/ml hcg urine lot: hcg120130-01; 210.0iu/ml hcg urine lot: hcg120517-01; 210iu/ml hcg urine lot: hcg120229-01; 202iu/ml hcg urine lot: hcg120522-01. The retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 mins read time. (N=15). The 210.0iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. (N=5). The 210iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. (N=5). The 202iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. (N=5). Conclusion: customer's complaint could not be reproduced in-house with control samples. Hcg urine controls at cut-off and high levels were tested with retained products. Results met qc specification. No false negative results were observed. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined. As of 08/14/2012, 1 complaint has been reported against lot hcg1110148. This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.